Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the first measurement was affected by gel and/or a clot and the repeated measurement provided the more accurate result. The root cause was assumed to be pre-analytical. The user was not willing to provide essential information (reaction kinetics, raw data, quality control data, primary tube and sample handling information, patient information); therefore no further investigation was possible. According to the user, the issue has not reoccurred. No adverse events were reported.

Event description:
The user received a questionable cholesterol result for one patient sample. The initial result was 731 mg/dl and was reported outside the laboratory. The (B)(4) asked for repeat testing and the result was 223 mg/dl. The patient was not adversely affected. The cholesterol reagent lot number was not provided. The user stated the sample was found to have clotted or gelled up and had to be "rimmed and respun" before the repeat testing. It was suspected the initial result was generated from a clotted sample. The field service representative could not find a cause and verified the user reran the sample and achieved a correct result. To verify the analyzer operation, the user successfully ran calibration and quality control. Precision testing was also run successfully.